Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to both the server and the stations. Users were receiving an unable to authenticate error when attempting to log in. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused 30 minutes of delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the all the users were unable to login to the server and stations. A technical support specialist (tss) remotely connected to the server and tested credentials through the graphical user interface, but authentication was unsuccessful. The tss then reviewed the server storage and identified that the e drive was full due to a large volume of database server report log data files. Further investigation was completed by checking the system logging records, after which the log data was cleared, and the database server reports storage was reduced to free disk space. Following these actions, the issue was resolved and the customer was informed that both the station and the server graphical user interface were accessible. The system functioned as intended after the technical support specialist troubleshot the device.